Event description:
It was reported that the device was detached and remained inside the patient's body. The target lesion was located in the severely tortuous and moderately calcified left internal iliac artery. A 200cm x 10cm angled tip fathom- 14 was selected for use. During the procedure, the physician successfully navigated and evaluated multiple distal branch vessels and was removing the fathom wire to perform a contrast injection. However, it was noted that the 10cm distal radiopaque segment of the device was detached and remained in the lesion. The physician evaluated the removed segment of the wire which appeared to be a "clean separation" and decided not to retrieve the detached segment since the fragment was in a stable location and non-flow limiting that would not cause harm to the patient. No further patient complications reported and the patient was fully recovered post procedure.